Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they are not being alerted of low levels. The customer states they do not trust the suspend feature and have disconnected from the pump, and are currently not low. The customer's blood glucose level is 75mg/dl. Troubleshoot was conducted. The customer was advised to monitor the device, and contact their health care provider regarding the unexplained lows. The customer was advised to call back if issues persist.